Manufacturer narrative:
The pump was not returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient's mother reported that the patient did not disconnect the infusion set from her body when she primed the pump. The user guide warns against priming the pump when the infusion set is connected to the body. No conclusions can be made at this time.

Event description:
It was reported that the patient was treated at the emergency room for hypoglycemia.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 08/06/2012 with the following findings: on investigation, before priming the pump, the appropriate warning was displayed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.